Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) was overheating. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the reported failure ¿overheating¿ was confirmed. Replaced housing and o-ring's to bring unit back to manufacturer's specifications. Root cause - the root cause was confirmed as handpiece overtorquing. Hp overtorquing is caused by: incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. Resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective action was implemented which verified ability for customers to execute the instructions as written in the current user manual and was verified by conducting a usability study. Device was manufactured pre corrective action implementation in nov 2017.